Manufacturer narrative:
The device was not explanted and the patient continued to receive therapy. The manufacturing record was reviewed and no nonconformities were found. Based on the report, it was determined that the issue was procedural rather than device related.

Event description:
It was reported to nevro that a patient had acquired a seroma at the ipg site. The site was drained. The device was not explanted. There was no further report of complication.